Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that over the past few days, the customer experienced an elevated blood glucose (bg) level of up to 537 mg/dl. The customer would change out the infusion set site and deliver a manual injection to address bg level. A system check performed with tandem technical support indicated that the pump was operating as expected. Customer stated that the site would be changed. A recommendation was made for the customer to consult with their healthcare provider regarding factors that could impact bg level.